Event description:
On (B)(6) 2011, patient was implanted with a cervical spine locking plate and screws. Post-op, patient fell and plate became dislodged. On (B)(6) 2011, all hardware was removed from patient. Surgeon repositioned bone graft and closed patient. This is the 1st of 9 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Review of the device history record showed that there were no issues during the manufacture that would contribute to this complaint condition.